Event description:
Tech alleged that the head section was drifting down.

Manufacturer narrative:
Tech cleaned and lubricated the hi/low brake assembly to resolve the drifting issue. He found the bed in the mother infant unit and there were no alleged injuries.